Event description:
It was reported that during a da vinci si surgical procedure a pk dissecting forceps instrument's jaws malfunctioned. The instrument was pulled out and checked. A cable had snapped. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. There were also scratches on the surface of the distal pulley. No other damage was found.